Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a combination of factors including external stress such as friction at the insertion point and chemical stress from repeated reprocessing. The event can be detectable and preventable by handling device in accordance with the following the instructions for use which state: instructions uretero-reno videoscope olympus urf-v3 operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope -important information ¿ please read before use -reprocessingn manual chapter 8 storage and disposal 8.1 precautions for storage and disposal should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the uretero-reno videoscope exhibited peeling of the coating of the connecting tube. There was no patient involvement.